Event description:
During the implantation of a 29mm sapien 3 valve in the aortic position there was difficulty inflating the balloon during valve deployment. Several attempts were made to inflate the balloon by various team members. The stop cock was exchanged. The delivery system was examined under fluoro and no kinks in the system were visualized. The team was finally able to inflate the balloon to deploy the valve but with extreme difficulty. The valve was deployed successfully, and the balloon inflated without issue. No patient harm was reported.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned for evaluation. An imagery evaluation was not performed as no imagery was provided. The returned devices were visually inspected, and the following was observed: balloon returned unpleated and with guidewire lumen kink observed between triple markers, potentially due to returned packaging and no other damages or abnormalities observed on delivery system that could have been cause by the procedure. Functional testing was performed, and the following was observed: the balloon was inflated, using the returned non-edwards stopcock. The balloon was able to be fully inflated with no balloon leakage or damage observed. Additionally, the returned device was evaluated for balloon inflation/deflation time to simulate thv deployment. The measurements met the specification. Dimensional testing was performed, and the following was observed: the delivery system's balloon was inflated with nominal volume and the outer diameter was measured at 0 sec., 3 sec. And 20 seconds. All measurements met specifications. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as the reported complaint could not be replicated from the returned device. No manufacturing non-conformance was identified during the evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, "there was difficulty inflating the balloon during valve deployment. Several attempts were made to inflate the balloon by various team members. The stop cock was exchanged. The delivery system was examined under fluoro and no kinks in the system were visualized. The team was finally able to inflate the balloon to deploy the valve but with extreme difficulty". Device evaluation results (able to inflate/deflate within time specification with no observed leakage) suggests no device defect. The exact cause of the inflation defect is unknown; however, possible sources are use of a damaged stopcock and improper inflation techniques. As it was mentioned that the stopcock was exchanged, it is possible that the stopcock used was defective, causing an obstruction to flow and inability to inflate the balloon. The continued pressure applied may have restored the passage of flow, resulting in the valve being able to be deployed. Another factor that could have restricted the flow during inflation could have been excessive device manipulation. If the delivery system was rotated while tracking through the anatomy because of patient tortuosity, this might have led to twisting on the crimp balloon. This could have obstructed the flow during deployment and resulted in the reported inflation difficulty. Available information suggests procedural factors (damaged stopcock, improper inflation techniques, rotation of delivery system during tracking) contributed to the reported event. However, due to lack of procedural imagery and returned evaluation of the device, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor product risk assessment is required at this time.